Manufacturer narrative:
The device was returned to olympus for inspection based on the results of the investigation, the probable cause of the observed damage was determined to be component failure associated with stress- and degradation-related conditions. The failure is considered an expected or random component failure and is not attributed to a design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided if available.

Event description:
The customer returned the bronchovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, it was observed that the c body was found detached from the bending section. There was no patient involvement.